Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an acute care center. The customer was hospitalized on (B)(6) 2018. The cause of death was lack of oxygen and an infected knee. The customer was found with their oxygen mask off and was unable to be revived. The customer was very dependent on the oxygen mask to breathe. The caller stated that the customer had a knee infection and breathing issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer's blood glucose levels were out of control due to the infection and the customer was taken off the pump by hospital staff. The customer was not using sensors. The customer had been in and out of the hospital due to the knee infection. The caller declined to return the insulin pump for analysis.